Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / physical pain'), device dislocation ('migration of the essure device to abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a 30-year-old female patient who had essure (batch no. C68880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight decreased, alopecia, tooth loss, mood altered and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure. The reporter commented: the events started almost immediately after implantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the follow information was updated consumer's, lawyer's reporter, patient, pregnancy information, medical device removal updated to pelvic pain, fallopian tube perforation, uterine perforation, device dislocation, perforation of organ, fatigue, allergic reaction, pregnancy with contraceptive device, device ineffective, chronic abdominal pain, genital bleeding, chronic back pain, autoimmune disorder nos, depression, weight decrease, hair loss, tooth loss, mood change, anxiety, depression, headache. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / physical pain"), device dislocation ("migration of the essure device to abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a 30 year-old female patient who had essure inserted (lot no. C68880, c68800) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of drug allergy (penicillin, doxycycline and clindamycin), parity 4 and multigravida. Concurrent conditions were listed as lumbar pain, flank pain, pharyngitis, lower abdominal pain, abdominal pain and iliac fossa pain. Concomitant products included acetaminophen (paracetamol) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (left laparoscopic bilateral salpingectomy and : left laparoscopic bilateral salpingectomy ). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight decreased, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the events started almost immediately after implantation. We were able to visualize both ostia well. We therefore proceeded to insert the first essure coil into the right tube. After it was deployed, there were three coils trailing in the intrauterine cavity. We then proceeded to deploy the essure coil into the left tube and again had three coils trailing into the intrauterine cavity. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: the uterus and both ovaries are unremarkable allowing for the limitation of this study. Bilateral essure coils are noted.; on (B)(6) 2019: findings: pelvis: urinary bladder is unremarkable. Essure coils in situ. Impression: no evidence of acute appendicitis. No abdominal pathology identified. [Pathology test] on 04-dec-2019: clinical history: fallopian tube removed, essure coil removed. Rule out pathology. Essure coil length specimens: fallopian tube(s), bilateral and essure coils gross description: two essure coils measuring 8.0 and 9.0 cm in length. Diagnoses: fallopian tubes, bilateral, salpingectomy: no diagnostic histologic abnormality. Negative for malignancy or dysplasia. [Ultrasound pelvis] on (B)(6) 2019: findings: essure coil is seen bilaterally, the left coil see more located in uterine cavity compared to right. Impression: normal pelvic ultrasound with 2 visible essure coils, the left however seem to be located more in the uterine cavity than the tube. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lot number (c68800) added. Lab data including (surgical pathology report) added. Medical history, concomitant conditions are added. New reporters , patient information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / physical pain"), device dislocation ("migration of the essure device to abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a 30 year-old female patient who had essure inserted (lot no. C68800) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of drug allergy (penicillin, doxycycline and clindamycin), parity 4 and multigravida. Concurrent conditions were listed as lumbar pain, flank pain, pharyngitis, lower abdominal pain, abdominal pain and iliac fossa pain. Concomitant products included acetaminophen (paracetamol) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("excessive bleeding"), headache ("headache"), fatigue ("chronic fatigue"), autoimmune disorder ("auto-immune reactions"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (left laparoscopic bilateral salpingectomy and : left laparoscopic bilateral salpingectomy ). Essure was removed on (B)(6) 2019. At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, hypersensitivity, pregnancy with contraceptive device, genital haemorrhage, headache, fatigue, autoimmune disorder, weight decreased, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the events started almost immediately after implantation. We were able to visualize both ostia well. We therefore proceeded to insert the first essure coil into the right tube. After it was deployed, there were three coils trailing in the intrauterine cavity. We then proceeded to deploy the essure coil into the left tube and again had three coils trailing into the intrauterine cavity. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: the uterus and both ovaries are unremarkable allowing for the limitation of this study. Bilateral essure coils are noted.; on (B)(6) 2019: findings: pelvis: urinary bladder is unremarkable. Essure coils in situ. Impression: no evidence of acute appendicitis. No abdominal pathology identified. [Pathology test] on (B)(6) 2019: clinical history: fallopian tube removed, essure coil removed. Rule out pathology. Essure coil length specimens: fallopian tube(s), bilateral and essure coils gross description: two essure coils measuring 8.0 and 9.0 cm in length. Diagnoses: fallopian tubes, bilateral, salpingectomy: - no diagnostic histologic abnormality - negative for malignancy or dysplasia. [Ultrasound pelvis] on (B)(6) 2019: findings: essure coil is seen bilaterally, the left coil see more located in uterine cavity compared to right. Impression: normal pelvic ultrasound with 2 visible essure coils, the left however seem to be located more in the uterine cavity than the tube. Lot number: c68800, manufacture date: 2014-06, expiration date: 2017-06, lot number: c68880 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 30-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.